Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device, attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, when the plunger was depressed the physician did not hear a click. When the needle plunger was retracted there was no suture present, an anterior and posterior cuff miss occurred. The proglide was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). (B)(4). The device was received. Investigation is not complete.